Event description:
The following was alleged by the patient's attorney: (B)(6)2015: the patient underwent a ventral hernia repair. During this procedure, patient received a bard/davol ventralight st hernia mesh . After receiving the ventralight st mesh, patient began to experience pain. (B)(6)2016: the patient returned to surgery for removal of the previously placed ventralight st hernia mesh the doctor noted, "lengthy arthroscopic lysis of adhesions was undertaken to all the attachments in the old surgical mesh." The ventralight st hernia mesh patch implanted in patient failed to reasonably perform as intended. The ventralight st hernia mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the ventralight st hernia mesh patch was initially implanted to treat. The patient has experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures due to the alleged defective ventralight st hernia mesh. Addendum per medical records provided by the patient's attorney: (B)(6)2015 the patient was diagnosed with a ventral hernia and underwent a robotic assisted laparoscopic and open repair with implant of a bard/davol ventralight st mesh w/ echo (device #1). Per the operative report details, "with laparoscopy, mesh was positioned and sutured in place, davol ventralight st mesh (device #1); deployment balloon inserted into abd after vicryl sutures placed at 12 and 6 o¿clock position, the periphery of mesh. Tubing for deployment balloon was brought out through center portion of repair site, balloon inflated; this held mesh up against anterior abd wall in perfect position. Used robotic suture the periphery of the mesh with running a baseball-type suture, this completely required two sutures through this, completely fixed mesh to anterior abdominal wall." (B)(6)2016 the patient was diagnosed with recurrent ventral hernia and underwent a laparoscopic lysis of adhesions with excision of bard/davol ventralight st mesh (device #1) and repair of the recurrent ventral hernia with implant of a bard/davol ventralight st mesh (device #2). Per the operative report details, "lengthy arthroscopic lysis of adhesions was undertaken to all the attachments in the old surgical mesh were taken down. Separated the old surgical mesh in the abd wall. Previous hernia defect was closed with sutures. Placed a ventralight st mesh in abd. Mesh was brought up into the abd wall, suture with vicryl sutures." (B)(6)2019 the patient had a follow up doctor office visit with complaints of bulging and abd pain. Patient was diagnosed with a recurrent enlarging midline ventral hernia. Patient underwent an open repair with reeves stoppa technique with implant of a non-bard/davol flat mesh. Note: no mention of any visualization or involvement of the bard/davol ventralight st mesh (device #2) was noted in the operative details.

Manufacturer narrative:
At this time no conclusions can be made as to the extent of the bard/davol ventralight st contributed to the reported event. A review of the manufacturing records is in progress and a supplemental will be filed should further information become available. The attorney alleges, "a lengthy arthroscopic lysis of adhesions was undertaken to all the attachments in the old surgical mesh " adhesions are a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. H11: this is an addendum to the initial emdr to document information provided via medical records. Based on medical record review the patient was treated for recurrence and adhesions. Recurrence and adhesions are known inherent risks of surgery and are listed in the adverse reaction section of the instructions-for-use as possible complications. There is no information in the medical records that would indicate what may have caused the patient's hernia recurrence. The manufacturing records review found the lot was manufactured to specification. The additional information obtained from the medical records provided, does not change the initial determination. No conclusion can be made. Updated fields: a2, a4, b4, b5, b6, d4 (expiry date) g1, g2, g4, g7, h2, h4, h6, h11. Corrected field: d1. This emdr represents device #1. An additional emdr was submitted to represent the other bard mesh (device #2). Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : not returned.

Manufacturer narrative:
At this time no conclusions can be made as to the extent of the bard/davol ventralight st contributed to the reported event. A review of the manufacturing records is in progress and a supplemental will be filed should further information become available. The attorney alleges, "a lengthy arthroscopic lysis of adhesions was undertaken to all the attachments in the old surgical mesh." Adhesions are a known inherent risk of surgery and "is" listed in the instructions-for-use a possible complication. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Should additional information be provided, a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent a ventral hernia repair. During this procedure, patient received a bard/davol ventralight st hernia mesh. After receiving the ventralight st mesh, patient began to experience pain. On (B)(6) 2016: the patient returned to surgery for removal of the previously placed ventralight st hernia mesh. The doctor noted, "lengthy arthroscopic lysis of adhesions was undertaken to all the attachments in the old surgical mesh." The ventralight st hernia mesh patch implanted in patient failed to reasonably perform as intended. The ventralight st hernia mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the ventralight st hernia mesh patch was initially implanted to treat. The patient has experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures due to the alleged defective ventralight st hernia mesh.